Event description:
A report was received that the patient was experiencing burning sensation and pain around the ipg site when the stimulator was turned on. Database analysis revealed no anomalies. The patient was prescribed pain medication and was doing well.